Manufacturer narrative:
(B)(4). The lot was manufactured from april 27, 2015 ¿ april 28, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was involved in an underinfusion incident. The reporter stated that the infusion ran over the required infusion time. The actual flow rate was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.